Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaks from the safestep infusion set was confirmed, but the exact cause was unknown. One 20g x ¾¿ safestep infusion set was returned for investigation. The sample exhibited evidence of use. The safety mechanism was engaged over the needle tip. The luer adaptor and extension set tubing were cloudy and discolored. Eight cracks were found in the white valve cap on the y-site. Fluid leaked from the cap during infusion. When the y-site was pressurized, fluid sprayed from the cracks. It was possible to aspirate air through the cracks. Since the returned sample exhibited residue and discoloration, it appeared that the device was damaged during use; however, the exact mechanism of damage could not be determined. A lot history review (lhr) of ascrs0032 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the port needle was leaking from one of the y-site/ports. When the nurse flushed the line with normal saline it began to leak. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of ascrs0032 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the port needle was leaking from one of the y-site/ports. When the nurse flushed the line with normal saline it began to leak. No patient injury was reported.